Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient was feeling stimulation and it was verified that stimulation was on with the patient programmer. There were no medical procedures/electromagnetic interference (emi) that could be related to the issue. The patient fell in october or november. The patient increased amplitude and did not feel stimulation in the correct area. The patient started at program 4 at 5 volts. They tried increasing and reached the upper limit. The patient changed to program 2 at 5 volts and there was no stimulation sensation. They tried increasing. The patient changed to program 3 at 5 volts and there was no stimulation. They tried increasing and reached the upper limit. The patient was going to check the device following a fall. There was a loss of therapy and no stimulation. The reported symptoms were increased urgency and frequency. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this in formation.

Event description:
It was later reported that patient's appointment is scheduled for (B)(6) 2016. There was none steps taken at the moment to resolve of loss or therapy/stimulation and increased frequency.

Manufacturer narrative:
(B)(4).